Event description:
It was reported that the patient's pump was removed. The patient had experienced "too much pain from the pump." The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.